Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the gripper line that would not move which has the potential to cause or contribute to patient injury. It was reported that during the procedure, the mitraclip was attached to the leaflets and ready to be deployed, but the gripper line would not move. The clip was opened and the grasp on the leaflets was released. The mitraclip delivery system (cds) was removed without further incident. Two clips were successfully implanted reducing mitral regurgitation (mr) from 3-4 down to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inability to remove the gripper line was confirmed via returned device analysis. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.